Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was found on a bag prior to use for peritoneal dialysis therapy. The bag was being used in conjunction with a capd disconnect y-set for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection using magnification was performed and a hole was noted in the bag at the port seal. Leak testing, clear passage testing, and clamp function testing were performed. During leak testing, a leak was noted through a hole in the bag at the port seal. The reported condition was verified. The cause of the leak was determined to be due to the hole but the cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.